Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the implant was removed but they couldn¿t get the lead removed so it was cut and partially remains implanted. The indication for use was non-malignant pain. No patient symptoms reported. 2020-feb-04 additional information was received from the hcp. It was reported that the cause of the event was inadequate therapy of spinal cord stimulator. Lead was unable to be removed, leads were cut. Surgeon has been unable to remove paddle lead. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient reported inadequate pain relief from the implant. The hcp reported that different programming attempts were made to account for inadequate therapy. The hcp reported that the explant was completed on (B)(6) 2018; the ins was removed and the paddle lead was kept in the spine. No further complications were reported.